Manufacturer narrative:
.

Event description:
The customer reported that a wire was pinched and left hanging out of the device after servicing by the field service engineer (fse ). There was no reported patient involvement.